Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2014 at 11:46:01. During night drain cycle six, the patient's ultrafiltration reading was 1902ml, indicating the home patient drained 1672ml more than their maximum programmed fill volume of 2300ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. This complaint is an ancillary service event. Review of the event log found evidence of the reported iipv condition. The cause was not able to be determined. Should additional relevant information become available a supplemental report will be submitted.